Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 2.75 promus premier¿ drug-eluting stent was selected for use. However, during preparation, it was noted that the device was bent. Upon trying to straighten it, the device snapped in the middle. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous, mr 2.75x16mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found a hypotube break 1mm distal of the distal end of the strain relief. There was a slight bend identified in the hypotube on both sides of the break site. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the device broke into two pieces and the procedure was completed with another of the same device.